Event description:
It was reported that during a da vinci s surgical procedure, the insulation at the tip of the pk dissecting forceps instrument was observed to be thin. No additional information was provided. No patient harm, adverse outcome or injury was reported. Although the customer reported malfunction does not in itself constitute a reportable incident, during internal evaluation of the instrument, engineering found evidence of arcing. No patient harm was reported, however, we assessed the evaluation results and conservatively decided to report our findings as it cannot be determined whether or not the arcing occurred during a surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the conductor wire presents exposed wires due to arcing resulting in damage to the insulation. Both yaw pulleys exhibit charring on the same side as the conductor wire. The instrument passed electrical continuity testing.